Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a replace battery now alarm. The customer¿s blood glucose level was 87 mg/dl. Troubleshooting was performed for replace battery now alarm and noticed that the customer did not receive a low battery alert prior to the replace battery now alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
No replace battery now alarms noted during testing or in the device trace download. No power error alarms noted during testing. Device trace download analysis confirmed the device alarmed power error and replace battery alerts. The power management tool confirmed power error and replace battery alerts was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly. Device passed displacement test, sleep current measurement, active current measurement and self test.